Event description:
During a planned stenting of the obtuse marginal branch of the circumflex artery...after initial balloon inflation, the xray system failed abruptly as the balloon was being withdrawn. The balloon was left sitting while the xray system was rebooted and restarted, a process requiring about 4 minutes.